Manufacturer narrative:
Evaluation summary: the device was returned to medtronic for evaluation. A visual and a tactile inspection was carried out on the returned device: a twist was found in the middle of the balloon. No further issues were detected. A 0.018¿ guidewire was successfully advanced though the catheter. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed as no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: wrinkles and a slight change in profile were visible. - 4 bars: wrinkles were no longer visible and a slight change in profile was still visible. Twist on the guidewire was detected - 7 bars: wrinkles and change in profile no longer visible. - 14 bars: wrinkles and change in profile no longer visible. After the inflation test, the balloon was successfully deflated and signs of twist were still visible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an in.pact pacific with a 6fr non-mdt sheath & a 018x300 nitrex guidewire as per the IFU to treat a plaque lesion in the mid superficial femoral artery with a diameter of 6mm. A non-mdt inflation device was used to inflate the device. It was reported there was balloon inflation difficulties at 7 atm. No resistance was encountered when advancing the device. The balloon was deflated and removed from the patient without issue. No fragments remained in the patient. The procedure was completed using another balloon. No patient injury was reported. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.